Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during a bolus. The customers blood glucose level was (180 mg/dl). Reportedly, the cartridge had a crack. It was indicated that the customer would load a new cartridge and take a bolus.